Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message, which led to hyperglycemia. The patient experienced symptoms of muscular pains in stomach and vomiting. At 8:00pm the patients parents took him to the hospital. At the hospital the patient had ketone bodies of 6.7. The type of treatment provided at the hospital was not provided. It is unknown how long the patient was hospitalized. The infusion device was requested to be returned for product evaluation.